Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent non-capture noted on the right ventricular (rv) lead. The patient was also experiencing heart rates in the 40's. The lead remains in use. No further patient complications have been reported as a result of this event.